Event description:
It was reported that the customer was hospitalized last (B)(6) 2015. Customer stated that she thinks her basal rates were too high and her blood glucose kept dropping down to 35-40 mg/dl. Customer's blood glucose at the time of hospital admission was 45 mg/dl and 35 mg/dl. The customer was not in a vehicular accident. Customer stated she passed out and woke up in ER. Customer stated the cause of low blood glucose was basal rates were set too high. Customer stated she was advised by healthcare provider to call help line to drop all basal rates by 1 unit. Customer declined to do troubleshooting for low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.